Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Entire lead was returned for analysis in three segments. Final analysis found externalized conductors due to internal insulation abrasions at 7.5-10.9 cm and 10.5-12.9 cm from the distal tip. Internal insulation abrasions were noted at 14.1-15.4 cm and 15.0-15.3 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were noted at 30.7-31.9 cm and 31.2-32.0 cm from the distal tip. The etfe coating was abraded at these locations.

Event description:
This report is to advise of an event observed during analysis.